Event description:
A report was received that the patient initially underwent a revision procedure due to ipg migration causing difficulty charging. However, the patient was still unable to charge the ipg. It was noted that the ipg was still too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient initially underwent a revision procedure due to ipg migration causing difficulty charging. However, the patient was still unable to charge the ipg. It was noted that the ipg was still too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively.